Event description:
Pt reports that cadd legacy pump serial number (B)(4) is beeping all the time, but she is never able to see if an error code is showing on the machine. It seems to be functioning fine as pt is currently hooked up to it with no issues, but the beeping is irritating her. Sending her a replacement pump and she will return this pump to us. No harm to pt. No further info available. Did the pt have a backup device they were able to switch to? Unk. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.